Event description:
It was reported that a patient underwent a pacemaker procedure in 2008 at which time the skin adhesive was applied. The patient returned at about 10 days later, and the skin adhesive was still present. There was a 3/4" yellow area under the skin adhesive near the incision. The irritations were all in a area of where both the prep solution and excess dermabond could pool. The other part of the incision did not show signs or irritation. Keflex was prescribed to the patient.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.